Event description:
It was reported, the patient¿s implantable neurostimulator (ins) shut down last night and the patient was not feeling stimulation. The reporter stated, they started recharging this morning and five minutes into recharge, the rechargeable broke and they could not recharge. It was noted, the patient could not connect to the ins with the patient programmer, but they later stated they were able to connect and recharge but could not recharge without the recharger belt. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4) .